Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.